Event description:
It was reported that during a pulse field ablation procedure, there was no air ingress observed at first but when the catheter was inserted into the sheath and mapping was performed, fine air bubbles were continuously aspirated. Backflow aspiration was performed using 3 or more syringes but issue persisted so the sheath was replaced. With the replaced sheath, fine air bubbles continued to be aspirated. By using multiple syringes and aspirating backflow slowly, the procedure was continued without any additional sheath replacement. The case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the 10fcc13 sheath with lot number 0012926803 was returned and analyzed. Visual inspection before functional testing and dissection was performed on the shaft and handle. No anomaly was identified during the external visual inspection. All the handle and shaft and were intact with no apparent issue. The functional testing was performed. No anomaly was discovered. The performance test with sentinel blackbelt leak tester was performed. All the performance tests were in the acceptable range. The shaft, side tube, and valve were all leak-tight with no apparent issue. In conclusion, the reported air ingress could not be confirmed through analysis. The sheath did not fail the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.